Event description:
The customer's mother stated that the customer was hospitalized for high blood glucose levels with a reading of 471 mg/dl. The customer had ketones prior to being admitted. Troubleshooting was performed and the insulin pump passed the high pressure test. The mother stated that the customer changed the entire infusion set on the day of the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this times.